Event description:
Pt suffered a reaction after being over-radiated by product. She says product had a software malfunction that resulted in the product dispensing the wrong dose of medication. Consumer was receiving treatment for anal cancer. Product was under recall however the associated hospitals claims to never have rec'd notification.